Event description:
Procedure performed: salpingectomy specimen retrieval. Event description: guide bead detached inside introducer upon final retrieval and disconnect of thumb-ring handle and bag. Was there any clinical impact to the patient: guide bead fell into patient - but has been retrieved. Intervention: fragment retrieved. Patient status: stable - device fragment retrieved.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: salpingectomy specimen retrieval. Event description: guide bead detached inside introducer upon final retrieval and disconnect of thumb-ring handle and bag. Was there any clinical impact to the patient: guide bead fell into patient - but has been retrieved. Intervention: fragment retrieved. Patient status: stable -device fragment retrieved.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of component detachment. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.